Event description:
A report was received that during a steroid injection the patient experienced extreme pain. A good faith effort was made to follow up with the patient regarding the injection but was unsuccessful.